Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed

Event description:
It was reported that during patient use the autopulse (ap) platform (s/n (B)(4)) stopped compressions due to a possible battery issue. The fire department responded to a call for a small elderly women who was unresponsive. The cardiac arrest was not witnessed. Manual CPR was being performed by a bystander, for approximately 10 minutes. When the crew arrived the patient had been down for approximately 20 minutes. The crew took over manual CPR while they prepared the autopulse. The crew stated there were no visual signs or symptoms of trauma. When the autopulse was ready for use, they placed the patient on the platform. The autopulse was started and immediately displayed an error message to "replace battery," the serial number of the battery in the platform at this time was s/n (B)(4). The crew replaced the battery with a second known good battery (s/n (B)(4)), showing green led status. The autopulse was restarted and performed a "couple" of compressions, when the platform displayed the same message to replace the battery. At this time the crew checked the lifeband by pulling up on it and extending it fully. They restarted the platform, however no compressions were given. The crew switched to their third known good battery (s/n (B)(4)), showing green led status, however the same error message displayed. The crew reverted to manual CPR for an unspecified time. They attempted to start the platform again and compressions started, however after an unspecified amount of time the platform stopped compressions. The crew reverted back to manual CPR. This was repeated another time with the same results. At which time the crew arrived at the hospital. The patient never achieved rosc (return of spontaneous circulation). The patient's medical history is unknown. The cause of the cardiac arrest is unknown. The patient expired (time unspecified) at the hospital. Cause of death is unknown. No further information was provided. Reference mfrs: 3010617000-2016-00484 (autopulse), 3010617000-2016-00485 (li-ion battery) and 3010617000-2016-00486 (li-ion battery)

Manufacturer narrative:
Autopulse li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. Battery was received with no physical damage noted upon receipt. Archive review shows no fault error event recorded around the reported event on (B)(6) 2016. Archive also reveals battery was last charged successfully without errors on (B)(4) 2016 and was last inserted into the auto pulse on (B)(4) 2016. During functional testing, the battery was tested and inserted into a good known multi chemistry charger. The battery passed the changing without errors. The battery was tested into the auto pulse serial number (B)(4) using a large resuscitation test fixture (lrtf) and passed the test without errors. In summary, the customer complaint could not be duplicated and could not be confirmed. The returned battery passed the functional testing and performed as intended. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The root cause of the problem could not be determined. Battery has exceeded it three years of cycle of service from its date of manufacture.